Manufacturer narrative:
Investigation included a review of device performance based on user report. Investigation of this case revealed no evidence of pump alarm or confirmed delivery cessation, and the event was associated with suspected infusion site complication. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with an infusion set, with a concurrent capillary glucose reading of 500 mg/dl and no pump alarms or observed delivery interruptions. The user noted blood at the infusion site upon set removal and suspected the prior two infusion sets contributed; the user also reported use of blood thinners. Symptoms included high blood glucose. Outcomes included discontinuation of pump therapy and administration of subcutaneous insulin via pen, with plans to remain off the pump for a period.